Event description:
The hand irrigation device did not allow flow in the inlet due to malfunction trumpet device (out of box failure). Doctor had to hit device to allow water to enter then device leaked and had to be replaced with another device package which operated correctly.